Event description:
Information received from the field does not address the patient's clinical status but notes a capture anomaly. Ventricular thresholds were 5.0 v, 0.5 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received